Manufacturer narrative:
Per testing conducted and information provided, the reported problem was caused by the user who performed a generator test. The generator test affected the ups that the core routers were connected to, which lead to the systems going into local mode, also affecting the connection for the hl7. The device was found to be working according to specification.

Event description:
The customer reported the entire hospital is down-not connected. Some are connected with hl7 error. Both issues caused by ups being down. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the entire hospital is down-not connected. Some are connected with hl7 error. Both issues caused by ups being down. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.